Manufacturer narrative:
The handpiece was returned and tested. The product appeared to be in good condition. A temperature rise profile was performed and the handpiece was found to be functioning within the normal range.

Event description:
The dr reportedly observed a corneal burn in one pt during a phacoemulsification procedure. The pt is doing fine.